Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows that the user performed one energy check at system startup and then performed nineteen treatments without further energy check at that day. The user has to perform an energy check and manually at least after one hundred and twenty minutes. The logfile shows nineteen successfully performed treatments. The reported treatment could be identified in the logfile based on the patient interface serial number. The logfile shows that the beam control check (bcc) for the treatment was conducted about six minutes before starting procedure (i.e., first eye contact) instead of immediately before procedure. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. No technical root cause could be identified. A root cause for the customer¿s reported event could not be determined conclusively; it is not likely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with thin flap and incomplete flap in the right eye during lasik procedure.